Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merin.net. Review of the transmission, the patient's implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Corrective programming changes were made on 06 jun 2021. No patient consequences reported.